Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cervical radiculopathy and non-malignant pain. On (B)(6) 2017 it was reported that the patient had called the clinic and reported potential symptoms of withdrawal and having heard a pump alarm beginning 4 days ago. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The physician called in oral medication to cover the withdrawal symptoms and scheduled the patient to come in first thing monday morning for pump evaluation. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2017 and it was reported that the pump alarm that was occurring was a critical alarm due to motor stall. The pump was placed in minimum rate mode on (B)(6) 2017 and the patient was scheduled for pump replacement the same day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered at a minimum dose rate as of (B)(6)2017: dilaudid (concentration 15.0 mg/ml, dose rate: 0.095 mg/day), clonidine (concentration: 20.0 mcg/ml, dose rate: 0.126 mcg/day), and bupivacaine (concentration: 10.0 mg/ml, dose rate: 0.063 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.